Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The customer was sent at replacement device. Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to lid switch sw5. The device was archived.